Manufacturer narrative:
The complaint device was not returned to sss for evaluation. However, based on the provided information and the results of the investigation it was determined that the reported event was confirmed. The most likely root cause is the device information being entered into item master (the system which identifies devices prior to reprocessing) incorrectly. The reported event will continue to be monitored through post-market surveillance. Device not returned for evaluation.

Event description:
It was reported that the expired/unused product was mislabeled. The facility stated, "the item mislabeled is ref#381206 vortex-18 fibered platinum coil 6mm x 6.5mm, which is labeled on the inside of the package, and on the outside the stryker label says the size is 2mm x 6mm x 85mm.¿ the product was not used on a patient. There was no medical intervention, adverse consequences, or surgical delay as a result of the event.